Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead increased from 80 ohms at implant to 180 ohms. There was no change in the location of the rv lead. A 1.1 joule shock was delivered and the impedance measurements remained high. A 41 joule shock was delivered and again the impedance measurements remained high. Additionally, an "open circuit" message was received. As a result, a revision will be performed. During the revision procedure, the x-ray did not reveal any lead damage. The connection was determined to be appropriate. The rv lead was explanted and replaced. When the new rv lead was connected to the chronic device, shock impedance measurements were 119 ohms. Synchronous shock tests noted shock impedance measurements of 99 and 118 ohms. As the physician determined that was too high, the device was explanted and replaced. The measurements with the new device and new rv lead were appropriate. No additional adverse patient effects were reported.